Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered a placement signal issue, pump suction and that the patient had access site bleeding and right arm swelling during impella 5.5 support. It was reported that the ¿placement signal not reliable¿ alarm alarmed three times on night shift per rn (registered nurse) and that it was confirmed via impella connect. Later, patient had swelling in right arm so plans were made for duplex today to assess for clot, but no further mention of clot was made. Access site bleeding was also noted and a few days later oozing was noted again. The dressing was changed. Oozing was also noted from incision site where graft was hanging out of body. No hematoma. Finally, patient encountered suction alarms but after 2 units of packed red blood cells, the pump was able to go back up to p7.

Manufacturer narrative:
Additional information received from the representative confirms the patient survived. Section d1 brand name corrected. Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
The pump was not returned for investigation. The cause of the inflammation was not determined due to insufficient clinical details. The cause of the access site bleeding issue was not determined due to lack of returned product for investigation and insufficient clinical information. The cause of the suction issue was most likely related to patient condition, based on clinical details and returned log analysis. The cause of the optical signal issue was not determined since the product was not returned. The pump passed all post sterile inspection checks.